Event description:
On (B)(6) 2002, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. During the deployment, it was noticed that the device was placed 3cm above the renal arteries. Several attempts were done by physician to pull the device back. The physician decided to convert the pt to an open surgery procedure and fix the problem with vascutec-protheses. There is no sequela regarding this pt. Further info was requested.

Manufacturer narrative:
Additional info along with images of the event were requested. A review of the mfg records for the device is being conducted.